Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported discrepant aviva system results taken within 10 minutes. Customer had symptoms of hypoglycemia. At 6:56pm reading was 43 mg/dl. He got a regular coke without any assistance and drank it. At 7:17pm, reading was 45 mg/dl. He still felt blood sugar was low, got a protein drink without any assistance and drank it. At 7:21pm reading was 45 mg/dl. At 7:22pm reading was 183 mg/dl. At 7:24pm reading was 43 mg/dl. At 7:26pm reading was 56 mg/dl 7:30pm reading was 52 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.